Manufacturer narrative:
Additional information was added d10, h3, h4 and h6. H4: device manufactured between october 8, 2019 to october 9, 2019. H10: the device was received for evaluation. A visual inspection was done which observed the bladder has been ruptured. A microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of a small volume intermate was ruptured prior to use. This was identified during admixing. There was no patient involvement. No additional information is available.